Event description:
The left-sided deep brain stimulator system was revised (details not reported). At a f/u visit, impedances were around 1700 ohms. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.